Event description:
It was reported that the patient had multiple bladder infections. The patient is unable to take oral medications as they upset her stomach and, therefore, the infections were difficult to clear. It was also stated that the stimulation did not work well and that the physician had a difficult time adjusting the settings of her device.

Manufacturer narrative:
Lead model 388928, serial #(B)(4), implanted: (B)(6) 2010 explanted: unknown programmer model 3037, serial # extension model 3095-10, serial #(B)(4), implanted: (B)(6) 2010 explanted: unknown.